Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy resulting in miscarriage"), abortion of ectopic pregnancy ("ectopic pregnancy resulting in miscarriage"), uterine haemorrhage ("sever uterine hemorrhaging") and haemorrhage in pregnancy ("went to ER due to he extreme heavy bleeding and cramping ended up as miscarriage") in an adult female patient who had essure (batch no. A20055) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included cervical dysplasia. Concurrent conditions included multigravida and parity 4 (((B)(6) 2002, (B)(6) 2009, (B)(6) 2010, (B)(6) 2012)). Concomitant products included norethisterone (norethindrone) for birth control as well as levonorgestrel (mirena), norethisterone (micronor), paracetamol (acetaminophen) and sertraline (zoloft). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), abortion of ectopic pregnancy (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychiatric problems condition: depression"), anxiety ("mental anguish") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain female"), haemorrhage in pregnancy (seriousness criterion medically significant) and abdominal pain lower ("went to ER due to he extreme heavy bleeding and cramping ended up as miscarriage"). Last menstrual period and estimated date of delivery were not provided. Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, uterine haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, pelvic pain, depression, anxiety, abdominal pain, haemorrhage in pregnancy and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abortion of ectopic pregnancy, anxiety, depression, dysmenorrhoea, ectopic pregnancy with contraceptive device, haemorrhage in pregnancy, menorrhagia, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: complications you have had during any of your pregnancies, including, but not limited to, miscarriage, ectopic pregnancy, delivery complications, or delivery of a baby with birth defects: one premature. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: confirmed essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2018: plaintiff fact sheet received. Events hemorrhage in pregnancy & lower abdominal pain were updated. Historical & concomitant drugs , conditions were updated. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy resulting in miscarriage"), abortion of ectopic pregnancy ("ectopic pregnancy resulting in miscarriage") and uterine haemorrhage ("sever uterine hemorrhaging") in a female patient who had essure (batch no. A20055) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included cervical dysplasia. Concurrent conditions included multi gravida and parity 2. Concomitant products included norethisterone (norethindrone) for birth control. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), abortion of ectopic pregnancy (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychiatric problems condition: depression"), anxiety ("mental anguish") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant) and pelvic pain ("pelvic pain female"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, uterine haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, pelvic pain, depression, anxiety and abdominal pain outcome was unknown. The reporter considered abdominal pain, abortion of ectopic pregnancy, anxiety, depression, dysmenorrhoea, ectopic pregnancy with contraceptive device, menorrhagia, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: complications you have had during any of your pregnancies, including, but not limited to, miscarriage, ectopic pregnancy, delivery complications, or delivery of a baby with birth defects: one premature. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: confirmed essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 25-jul-2018: pfs and mr received. Reporters added and updated patient demographics. Historical condition, concomitant disease and concomitant drug were added. Updated suspect drug indication and added lot number. Added events abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, dysmenorrhea (cramping), pain and abdominal pain. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy resulting in miscarriage"), abortion of ectopic pregnancy ("ectopic pregnancy resulting in miscarriage") and uterine haemorrhage ("sever uterine hemorrhaging") in a female patient who had essure (batch no. A20055) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included cervical dysplasia. Concurrent conditions included multigravida and parity 2. Concomitant products included norethisterone (norethindrone) for birth control. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), abortion of ectopic pregnancy (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychiatric problems condition: depression"), anxiety ("mental anguish") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant) and pelvic pain ("pelvic pain female"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, uterine haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, pelvic pain, depression, anxiety and abdominal pain outcome was unknown. The reporter considered abdominal pain, abortion of ectopic pregnancy, anxiety, depression, dysmenorrhoea, ectopic pregnancy with contraceptive device, menorrhagia, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: complications you have had during any of your pregnancies, including, but not limited to, miscarriage, ectopic pregnancy, delivery complications, or delivery of a baby with birth defects: one premature. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: confirmed essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy resulting in miscarriage'), abortion of ectopic pregnancy ('ectopic pregnancy resulting in miscarriage'), uterine haemorrhage ('sever uterine hemorrhaging'), haemorrhage in pregnancy ('went to ER due to he extreme heavy bleeding and cramping ended up as miscarriage') and device dislocation ('extraluminal right sided essure device') in a 38-year-old female patient who had essure (batch no. A20055) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included cervical dysplasia and abdominal pain upper. Concurrent conditions included multigravida and parity 4 ((21dec2002, 03jun2009, 04nov2010, 26jul2012)). Concomitant products included norethisterone (norethindrone) for birth control as well as levonorgestrel (mirena), norethisterone (micronor), nsaids, paracetamol (acetaminophen) and sertraline hydrochloride (zoloft). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), pelvic pain ("pelvic pain female") and abdominal pain ("abdominal pain"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2016, the patient experienced depression ("psychiatric problems condition: depression") and anxiety ("mental anguish"), 3 years 8 months after insertion of essure. In (B)(6) 2016, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced abortion of ectopic pregnancy (seriousness criterion medically significant). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), haemorrhage in pregnancy (seriousness criterion medically significant), abdominal pain lower ("went to ER due to he extreme heavy bleeding and cramping ended up as miscarriage") and device dislocation (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, uterine haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, pelvic pain, depression, anxiety, abdominal pain, haemorrhage in pregnancy, abdominal pain lower and device dislocation outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abdominal pain lower, abortion of ectopic pregnancy, anxiety, depression, device dislocation, dysmenorrhoea, ectopic pregnancy with contraceptive device, haemorrhage in pregnancy, menorrhagia, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: complications you have had during any of your pregnancies, including, but not limited to, miscarriage, ectopic pregnancy, delivery complications, or delivery of a baby with birth defects: one premature. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: confirmed essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 29-mar-2021: mr received. Reporter's information added.event:extraluminal right sided essure device were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy resulting in miscarriage'), abortion of ectopic pregnancy ('ectopic pregnancy resulting in miscarriage'), uterine haemorrhage ('sever uterine hemorrhaging'), haemorrhage in pregnancy ('went to ER due to he extreme heavy bleeding and cramping ended up as miscarriage') and device dislocation ('extraluminal right sided essure device') in a 38-year-old female patient who had essure (batch no. A20055) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included cervical dysplasia and abdominal pain upper. Concurrent conditions included multigravida and parity 4 (( (B)(6) 2002, (B)(6) 2009, 0(B)(6) 2010, (B)(6) 2012)). Concomitant products included norethisterone (norethindrone) for birth control as well as levonorgestrel (mirena), norethisterone (micronor), nsaids, paracetamol (acetaminophen) and sertraline hydrochloride (zoloft). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), pelvic pain ("pelvic pain female") and abdominal pain ("abdominal pain"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced depression ("psychiatric problems condition: depression") and anxiety ("mental anguish"), 3 years 8 months after insertion of essure. In (B)(6) 2016, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced abortion of ectopic pregnancy (seriousness criterion medically significant). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), haemorrhage in pregnancy (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant) and abdominal pain lower ("went to ER due to he extreme heavy bleeding and cramping ended up as miscarriage"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, uterine haemorrhage, haemorrhage in pregnancy, device dislocation, vaginal haemorrhage, menorrhagia, dysmenorrhoea, pelvic pain, depression, anxiety, abdominal pain and abdominal pain lower outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abdominal pain lower, abortion of ectopic pregnancy, anxiety, depression, device dislocation, dysmenorrhoea, ectopic pregnancy with contraceptive device, haemorrhage in pregnancy, menorrhagia, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: complications you have had during any of your pregnancies, including, but not limited to, miscarriage, ectopic pregnancy, delivery complications, or delivery of a baby with birth defects: one premature. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: confirmed essure device was successfully occluded. Lot number: a20055 manufacturing date: 2012/06 expiration date: 2015/06. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 7-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy resulting in miscarriage"), abortion of ectopic pregnancy ("ectopic pregnancy resulting in miscarriage") and uterine haemorrhage ("sever uterine hemorrhaging") in a female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), abortion of ectopic pregnancy (seriousness criterion medically significant) and uterine haemorrhage (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. At the time of the report, the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy and uterine haemorrhage outcome was unknown. The reporter considered abortion of ectopic pregnancy, ectopic pregnancy with contraceptive device and uterine haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: confirmed essure device was successfully occluded company causality comment. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.